Manufacturer narrative:
(B)(4). Another attempt was made to get additional information from the customer regarding the condition of the patient; however, no information has been received at the time of this report. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports: place PICC week prior to march 12th. No issues reported. The patient went for CT scan. A CT injection was performed. The patient's arm started to swell. An x-ray was taken and was able to withdraw blood from catheter. A flush was done, and the fluid came out at the site. The catheter was removed and a hole at the side of the 10cm marking of the catheter was found. Therapy was completed.

Manufacturer narrative:
(B)(4). Additional information requested. No additional information received at the time of this report.

Event description:
The customer reports: place PICC week prior to (B)(6). No issues reported. The patient went for CT scan. A CT injection was performed. The patient's arm started to swell. An x-ray was taken and was able to withdraw blood from catheter. A flush was done, and the fluid came out at the site. The catheter was removed and a hole at the side of the 10cm marking of the catheter was found. Therapy was completed.